Event description:
Report received from (B)(6) stating that the device had leaking irrigation pumps. The device was being used during surgery. It is known that no patient injury occurred. It is unknown if medical intervention or user injury occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).